Event description:
The dealer states that while the chair was in drive it stalled out going over a threshold.

Manufacturer narrative:
Product was returned for evaluation; motor / brake failure - electrical / wiggle wires by the strain relief and it will shut off and give a brake fault during bench test.

Event description:
The dealer states that while the chair was in drive it stalled out going over a threshold.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.